Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung problems believed to be from machine. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 12, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung problems to be related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed sound abatement foam degradation/breakdown was observed in the base unit, confirmed the presence of degraded sound abatement. During product investigation laboratory for investigation observed the following from and external and internal inspection: ui (users interface) knob broken the air outlet port had light dust like contamination in it. Air inlet had light white dust like contamination in it. Pca (printed circuit assembly) had very light dust like contamination on it. Very light dust like contamination on the top of the blower box lid and surrounding area . Very light dust like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust like contamination in it. Unknown sticky residue in bottom enclosure in the areas where the sound abatement foam does not contact. The sound abatement foam was intact. Evidence of sound abatement foam degradation/ breakdown was not observed in this device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms outlined in the complaint, confirms that there was no evidence of sound abatement foam degradation/ breakdown observed in the base unit. Sections d8, d9, h2, h3, h6 has been updated in this report.